Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Endurant iis bifurcate stent grafts were intended to be implanted in the endovascular treatment of a 52mm aaa.  It was reported that during the procedure, the first endurant (B)(6) was broken at the back supra renal stent strut dial. The supra renal stent dial fracture was noticed on the table during preparation and therefore this device was not introduced into the p atient. There was no noticeable defects to this stent graft packaging. This was then replaced with another endurant iis (B)(6), which subsequently could not advance to the target area for deployment.  Per the physician the cause of the deformation was not provided . The cause of the positioning difficulty was anatomy and calcifica tion/angulation. The physician appreciated that this was a very difficult highly calcified anatomical presentation. No additional clinical sequalae were provided and the patient will be monitored.